Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed several cuts in the insulation between 180-190mm from the terminal pin. This type of damage was likely induced during the procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis could not duplicate the reported loss of capture. Although we were unable to duplicate the reported event, we recognize that it is not always possible to simulate an actual clinical situation in a laboratory setting. Experience has shown that cardiac tissue may have localized alterations in viability and conductivity due to necrosis, scarring or changes in patient medications. As analysis revealed that the lead was capable of providing therapy, we suspect that changes in the health of the patient's cardiac tissue or lead movement contributed to the issues observed clinically. With the information available regarding the procedure and the observed condition of the lead, we cannot conclusively determine the cause of the reported clinical observations.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. To date, the explanted lead has not been received at boston scientific crm. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific crm received information that this right ventricular deifbrillation lead was removed and replaced six days post implant, due to loss of capture. A lead malfunction was suspected. The lead was removed, replaced, and returned for analysis. No adverse patient effects were reported.